Event description:
Study: (B)(6). Same patient as MDR ID#: 2134265-2013-00531 and 2134265-2013-00532. It was reported that during a coronary stenting treatment procedure, a vessel dissection occurred. The patient presented with substernal chest discomfort predominantly in the left shoulder region and was diagnosed with unstable angina and cardiac catheterization was recommended. The 2.5x28mm, 95% stenotic lesion was located in the distal left circumflex artery. The physician predilated the lesion with an unspecified device and then deployed a 2.5x32mm taxus liberte stent. Following deployment an edge dissection was noted at the distal end of the stent. The physician attempted to treat the dissection with a 2.0mm unspecified balloon and medication; however, no improvement was noted. The physician then deployed a 2.25x12mm taxus liberte stent at the distal end of the previously placed stent resulting in 0% residual stenosis. The physician then treated a 2.3x8mm, 90% stenotic lesion in the first lpl with predilation with an unspecified device and the deployment of a 2.25x12mm taxus liberte stent. No further complications were reported and the patient was discharged the following day on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).